Event description:
We received a report that during the implantation of a tecnis 1 piece zcb00 intraocular lens (iol) the haptics stuck to the optic requiring the surgeon to manipulate them to complete the procedure. No patient injury reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Information that was known but inadvertently not provided on the initial report. Concomitant medical products: platinum dk7796 handpiece, 1mtec30 cartridge, viscoelastic: healon 0.85, endosol balance salt solution. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was found to be within specifications and the devices met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.